Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-12830. It was reported, the pt was not receiving adequate stimulation coverage. X-rays revealed the lead had migrated. The physician relocated the lead on (B)(6) 2012. The pt reported effective stimulation coverage post operative. Note: the pt has two leads with different lot numbers implanted. Both leads are being reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.